Event description:
It was reported that the device was not recognizing cassette. Event occurred during set up. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after functional testing, and event history log review that confirmed the customer complaint, the customer problem was duplicated. The pump was found to have a faulty downstream occlusion (dso) sensor, and the pump's overall condition was good. The cause of the customer reported problem was the faulty dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso seal, and bezel, and the pump passed all functional and accuracy testing.